Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the connector is stuck in the device port. The device was not in use on a patient.